Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the ok and up keypad buttons were intermittently unresponsive and the down and contrast buttons responded appropriately. There was evidence of keypad contamination found under contrast and up key contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the ok and down arrow buttons were unresponsive for a few days. The reporter confirmed no trauma to the pump. The patient reportedly wore the pump in a pump skin in an undergarment and cleaned the pump with a damp cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.